Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the gas readings from the lab (partial pressure of oxygen (po2) and hematocrit) were much lower than what the monitor was reading. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.